Manufacturer narrative:
(B)(4).

Event description:
It was reported that several patients during intraoperative had high impedances. Addition information received later stated that they were no patients to report on, it was just general information.